Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73h1900219 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples jammed and did not come out from the stapler during a surgery. Therefore, a new unit was used instead.